Event description:
Pt's father reports that with the pt's past 2 sites, the cleo catheter tip was found broken off & they are unsure where it has been lodging in the pt. Father believes it is a defect with cleo lot number 6092951 (expiration date unknown). Father reports the pt had an appointment with the md after the first time this happened & followed up. Father advised the md suggested they wait & see if the area gets red, itchy or infected or the pt may need to get an ultrasound. Father refused the ultrasound, choosing instead to wait & states the area seems healed. Father reports the area under where the pt's catheter is placed is somewhat hard but seems normal. Rph (registered pharmacist) advised father to follow up with the md office regarding an ultrasound for pt, cnss (clinical nurse specialist) assigned to discuss details & rph advised father to call 911 if this were to happen again. No further info, details, or dates available. Pt's current remodulin dose: 100ng/kg/min. Sq(subcutanoeus)remunity self-fill pt via remunity pump. Pt started using remunity device (B)(6) 2025.